Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead replacement procedure. Upon review, it was noted that the right ventricle (rv) lead exhibited intermittent loss of capture due to elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.